Event description:
It was reported that the customer experienced an issue when removing the needle from his body. The customer stated that the needle of the infusion set was bent upon removal. The customer's blood glucose was over 500 mg/dl. The customer stated that the infusion sets had exposed needles. Advised customer that replacement infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.